Event description:
It was reported that the patient presented remotely. Upon review, it was found that the atrial lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. No intervention was performed. There were no patient consequences.